Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 64 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension and customer consuming carbohydrates to address the false cgm reading, customer's blood glucose (bg) level rose to 400 mg/dl and experienced dka symptoms. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with insulin and intravenous fluids to address bg level and was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.